Event description:
An olympus employee sent the loaner device to an olympus service center for evaluation with no complaint. During inspection and testing, service found the adhesive on the forceps cover was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the forceps cover was peeling. A review of the device history record found no deviations that could have caused or contributed to the peeled adhesive. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, there were scratches around the area of the missing adhesive pointed out in the inspection results. Therefore, the possibility that some kind of external force was applied to the relevant part cannot be ruled out. The cause of this phenomenon did not seem to be manufacturing, but it occurred after the shipment. However, the day when this phenomenon occurred is unknown. A definitive root cause of the peeled adhesive could not be identified. The device's instruction manual provides the following instruction, which may help to prevent the issue: "inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. In addition, the biopsy channel was leaking due to scraping from repeated insertion and removal of a brush or accessory and the adhesive on the bending section cover was cracked. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.